Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient date of birth and weight not available for reporting. It is unknown when the fracture occurred. This report is for an unknown dcp plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The 510k number is unavailable. Original implant/surgery date is unknown. Device is not expected to return for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had been implanted on an unknown date with a hip prosthesis, a dcp (dynamic compression plate) and a dhs/dcs (dynamic hip screw/dynamic condylar screw) lag screw system in the left leg. On a subsequent unknown date, the patient sustained a periprosthetic proximal femur fracture. The patient returned to the operating room on (B)(6) 2018 and the dcp plate, ten 4.5 cortex screws, and one lag screw were removed. None of the removed hardware was broken or compromised, and there was no evidence of non-union or infection. The hip prosthesis remained implanted. The patient was revised to another plate and screw fixation, and the procedure was completed successfully. There was no surgical delay, and no reported harm to the patient. Patient¿s outcome was reportedly good. This is report 1 of 3 for (B)(4). This report is for one (1) unknown dcp plate.